Event description:
It was reported that the procedure was being performed on a 50+ female pt, height (B)(6), weighing (B)(6) lbs in interventional radiology/specials dept. The physician was performing a thrombectomy in the pt¿s left arm. After several passes with the device, he noticed that the tip of the basket had come off in the pt¿s arm. The device was not replaced since it was no longer needed. There was no delay in treatment and no pt death or complications were reported. On (B)(6) 2013 ¿ f/u info states the physician noticed the tip was broken off on the last pass with the ptd. The teleflex interventional access specialist who was present for the procedure asked if he wanted a new basket/catheter to proceed. The physician made it clear that the access, despite the ptd and ballooning efforts, was not going to open. It is not known if any sharp angles were encountered. The tip was left in the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.